Event description:
The medwatch received by genzyme surgical products alleges that suture used in a tetralogy of fallot correction broke post-op following an episode of coughing followed by sudden exsanguination from the mediastinal chest tube. Medwatch filed by hosp with the FDA indicated that the suture was 6-0 proline. 6-0 proline is not mfg by genzyme surgical products. In a telephone conversation with loss prevention specialist on 9/28/99, they stated that the dr had indicated the use of 6-0 proline. In their notes, the or nurse indicated at a later date that the suture was deknatel's suture. At this point co is unable to make a determination regarding identification of the product. Co has not been able to obtain a product code or lot number.